Manufacturer narrative:
Batch review performed on 23 october 2017. Lot 168442: (B)(4) items manufactured and released on 01 march 2017. Expiration date: 2022-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Masterloc cementless ti coated stem size 9 lat, code 01.39.209, lot. 156738 (k151531) (B)(4) items manufactured and released on 18 march 2016. Expiration date: 2021-03-07. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø36/e, code 01.32.3644hct, lot. 168470 (k103721) lot 168470: (B)(4) items manufactured and released on 08 march 2017. Expiration date: 2022-02-13. No anomalies found related to the reported issue. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on the lot. Mectacer biolox delta ceramic ball head 12/14 ø 36 size m 0, code 01.29.209, lot. 170697 (k112115) lot 170697: (B)(4) items manufactured and released on 30 may 2017. Expiration date: 2022-05-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact cancellous bone screw, flat head ø 6,5 l 25, code 01.32.6525, lot. 170647 (k103721) lot 170647: (B)(4) items manufactured and released on 13 march 2017. Expiration date: 2022-03-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon revised all medacta hardware and implanted a spacer. The surgery was completed successfully.